Event description:
It was reported that after insertion of the iab, blood was noted in the helium tubing. Removal of the iab was unsuccessful, so the patient was taken to or for an embolectomy, and patch graft of the femoral artery. There were no further complications.